Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis coincident with a solution used for peritoneal dialysis (pd) therapy. The cause and the treatment of the peritonitis were not reported. On an unreported date, the patient was hospitalized for the event. No lab or test data was reported. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information was provided because the reporter declined follow up.